Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device exhibited backup vvi operation. The patient presented in clinic. Patient exposure to MRI was reported. Device download was performed successfully. The patient was in a stable condition.